Event description:
It was reported that a patient experienced discomfort after coming into contact with a handpiece head that reportedly overheated, no injury resulted.

Manufacturer narrative:
Though this event did not result in a serious injury, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. The handpiece was returned without a cartridge. Therefore, no testing was possible. However, the cap was noted as containing a burn mark on the outside and evidence of friction on the inside. The cap was replaced and the handpiece was sent to the distributor upon their request. Additionally, a DHR review was conducted for the lot involved as well as the previously and subsequently manufactured lots; no abnormalities were noted.